Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having problems with insulin pump and stated that the insulin pump was not delivering insulin. The customer reported the high blood glucose of 25 mmol/l at the time of incident. The customer reported that the insulin pump alarmed no delivery. The customer reported that the hyperglycemia of 30 mmol/l. The customer reported that she had a sensor and it started bleeding. The customer further reported via phone call that she was hospitalized due to sensor site that would not stop bleeding after about 12 hours after removing the sensor in (B)(6)2017. The customer reported that the blood glucose was unknown at the time of admission. The customer reported that she was operated in march and she was on medication that are anti-coagulants. The cause of the hospitalization per health care professional was that the customer hit a vessel in combination with anti- coagulant. The customer was wearing the insulin pump at the time of event. The customer reported that she applied pressure to the site for fifteen minutes per health care professional and then the bleeding stopped and she left the hospital and went home. The customer declined to troubleshoot for the bleeding issue. Troubleshooting was performed related to no delivery alarm. The insulin pump alarmed no delivery but no insulin came out. The customer was advised that the set may have been occluded. The customer was advised to change the infusion set. The sensor will be returned for analysis.